Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one of the instrument's grip cables was derailed from the distal idler pulley. The idler pulley did not any wear. It was concluded that the cable derailed, because it likely lost with the pulley during wrist articulation. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, the surgeon experienced poor movement of the tips on the prograsp forceps instrument. Upon inspection of the instrument by the surgical staff, it was discovered that a wire on the pulley was coming off. No missing or fallen pieces were reported. The planned surgical procedure was completed with a replacement instrument and no patient harm, adverse outcome or injury was reported.